Event description:
A surgeon reports that the intraocular lens (iol) split during insertion. The iol was removed. The pt reportedly experienced iridocyclitis and corneal endothelial damage postoperatively.